Manufacturer narrative:
The customer¿s report of a balloon was confirmed. Visual inspection of the set noted that the silicone segment had a slight balloon near the upper fitment. Functional testing was performed and a slight bulging was observed during priming and the gravity run. Pressure testing was performed and the subject area of the silicone segment was further inflated and ballooned at a pressure of 18 psi. The root cause for this event was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a critical patient who had vasopressors infusing to maintain their blood pressure was observed by the clinician to have their IV tubing ballooning. There was no patient harm reported.